Event description:
Pt states their nebulizer stopped working, pt reports they went to turn on my nebulizer and the on off switch started sparking so I unplugged it " no further information provided. Unknown lot and expiration date. Unknown if pt missed a dose. On adverse events reported.